Event description:
It was reported that the patient experienced underdose symptoms and an increase in pain symptoms. A dye study and x-rays occurred. A catheter kink and occlusion occurred. A replacement was indicated to be required, but had not been scheduled yet as of (B)(6) 2014 the patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 85 90-1, lot # n226698, implanted: (B)(6) 2009, product type accessory. (B)(4).